Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed button error. Customer's spouses stated customer was a passenger in car when the device started to alarm. Customer's blood glucose was 47 mg/dl. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.